Manufacturer narrative:
The blade subject to this MDR was returned to the MFR for eval. It was visually confirmed that both tabs were broken from the mount of the blade. The returned part was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is multi factorial.

Event description:
It was reported that during a total knee procedure the blade broke at the mount. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.